Manufacturer narrative:
Additional information: annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure one 2.75x38mm resolute onyx coronary drug eluting stent (des) deformed in vivo post deployment. The lesion being treated was moderately tortuous, moderately calcified with 90-95% stenosis in the mid left anterior descending artery (lad). The device was inspected prior to use with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. A 2.25x30mm resolute onyx des was implanted in the diagonal 1 (d1) artery. The d1 artery had 90% stenosis. Following deployment of both stents with a mini crush technique, there was distortion of the 2.75x38mm resolute onyx stent struts in mid lad across the d1, which had a bare area across the lad/d1. The 2.75x38mm resolute onyx stent was crumpled in situ, in the proximal lad. The d1 side branch was rewired through the distal strut, but a 1.5x1.5mm non-medtronic balloon was unsuccessful at crossing the side branch strut. The side branch non-medtronic guidewire was then removed to attempt recrossing with a third guidewire. No balloons could be taken across the distorted stent. A non-medtronic microcatheter was then used successfully to rewire the lad through the distorted stent via another strut and for side branch access. This was followed by sequential balloon dilatation in proximal lad to crush the distorted segment and deployment of 3.0x38mm resolute onyx des across the distorted stent completely exteriorizing it. The procedure was then completed using standard kissing balloon dilatation steps across the lad-d1 bifurcation. There was timi flow 3 post procedure. One euphora balloon was used during the procedure. There is no allegation against the euphora balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no difficulty during deployment of the 2.75x38mm resolute onyx des. The balloon of the device was inflated at the rated burst pressure (rbp), and was successfully deflated post stent deployment. There was no difficulty noted during the removal of the guidewire. The balloon or delivery system did not snag on the deployed stent. There was no issue or complaint against the 2.25x30mm resolute onyx des or the 3.0x38mm resolute onyx des. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: fluoroscopic images provided from the account confirm the pre-dilation, stent deployment and stent post dilation activities. Initially these images confirm a successful procedure. Subsequently, images show the stent distortion but there is an 18-minute gap between the successful stent deployment and the image showing that the stent has distorted. The activity that occurred between these two images was not provided on the images provided from the account. Therefore, the mechanism that resulted in the distortion cannot be confirmed from the images. Images shows the distorted and elongated mid-section of the stent. This appears to suggest that the stent was caught on a procedural accessory resulting in the distortion. It does not appear to be device related but procedural related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.